Event description:
The patient presented in the emergency room after experiencing an episode of syncope and fall. Upon investigation, the device was found to no longer be providing pacing and was unable to be interrogated via radiofrequency telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.